Event description:
An ophthalmic surgeon reported that there was fluid leaking from the cassette during surgery. The procedure was completed with no reported harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).